Event description:
It was reported that the right atrial lead exhibited oversensing, which resulted in an inappropriate auto mode switch episode. No further action was taken and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.